Manufacturer narrative:
Product was used off-label: orthadapt is not indicated for use in hallux varus repair. Based on the available case information provided, the cause of this incident is identified as traumatic injury and off-label use. Because the manufacturing lot number was not provided. The manufacturer of the device at the time was pegasus biologics, inc is the reporting company for the event.

Event description:
Post hallux varus repair with orthadapt augmentation (date unknown), patient traumatically stubbed her toe and developed a mass on the dorsum of the 1st toe. The physician explanted the graft approximately nine months post repair, and at the time of explant, observed red/brown serosanguinous fluid with surrounding erythema at the repair site.